Event description:
It was reported while wearing a pod between 4 and 24 hours the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The cannula was visible and upon removal of the pod, the cannula was found to be bent. The patient's blood glucose (bg) values rose to 300 mg/dl. Treatment for reported issue was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.